Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, but the exact cause is unknown. One 4 fr s/l groshong PICC was returned for investigation. The catheter was received in two segments. The reported event apparently occurred during use since the returned PICC exhibited evidence of use. The stylet had been removed and the two-piece connector had been assembled and secured to the 4 fr tubing. Blood residue was observed within the catheter lumen. The catheter extended 34.7cm from the distal end of the strain relief oversleeve. Tape residue was observed on the strain relief oversleeve. The break was located between the 10 and 11 cm depth marks and the distal segment of the catheter, which contained the 3-position valve, was 11.4cm in length. A tactual investigation revealed no significant elastic weakness in the 4 fr s/l tubing. The break could be associated with excessive force used on the PICC; however, other factors could be involved with the catheter break. The break could be associated with fatigue during use, but the exact cause of the complaint is undetermined. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by nurse that myelosuppression occurred when the patient went back to the hospital for chemotherapeutic drug infusion, along with cough. It was found that there was a 10cm high density shadow on the lung under a chest CT scan, which was removed by the vascular surgery department with a retriever and was found to be a 11cm PICC catheter. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rean1375 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that myelosuppression occurred when the patient went back to the hospital for chemotherapeutic drug infusion, along with cough. It was found that there was a 10 cm high density shadow on the lung under a chest CT scan, which was removed by the vascular surgery department with a retriever and was found to be a 11 cm PICC catheter.